Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the system presented poor and yellowish illumination in two port. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company representative stated that the reported event was due to the customer¿s disposable accessory, however, an onsite visit was not performed and the service request (sr) was canceled. Unrelated to the reported event, an onsite visit was performed and the company service representative found the system to meet product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the customer's disposable accessory. The manufacturer internal reference number is: (B)(4).